Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced turbid dialysate and abdominal pain. On the same day as the onset, the patient was hospitalized for the events. The cause of the cloudy effluent and treatment for the events was not reported. At the time of this report, the patient was recovering from the events and pd therapy was ongoing. No additional information is available.